Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to urethral atrophy. A replacement surgery was performed, and no device malfunctions were identified. The patient was reported to not have experienced any additional adverse events, and will not require further intervention. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: (B)(4). Serial number: null batch/lot number: 0178926013 model/catalog description: control pump fgs iz. Model number/catalog number: (B)(4). Serial number: null batch/lot number: 1000010048 model/catalog description: balloon fgs 61-70 cm. H10 modified.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to urethral atrophy. A replacement surgery was performed, and no device malfunctions were identified. The patient was reported to not have experienced any additional adverse events, and will not require further intervention. No more information available at the moment. Should additional information become available, it will be provided.